Event description:
After a distal radius surgery it was found that 3 distal screws were broken.

Manufacturer narrative:
Add'l mdrs associated with this event: 3025141-2013-00114, 3025141-2013-00115, 3025141-2013-00116, 3025141-2013-00117, 3025141-2013-00118, 3025141-2013-00119.